Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller had a failure and was frozen. The alarm was unable to be cleared and the buttons were unfunctional. The controller was exchanged to the backup.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm with the system controller becoming ¿frozen¿ with non-functioning buttons was confirmed. The returned system controller (serial number (B)(6)) was functionally tested. The controller initially performed as intended; however, after the controller had been operating a mock loop for an extended period, a ¿comm fault¿ alarm became active with a yellow wrench indicator, and the system controller was no longer communicating with the system monitor. The controller¿s buttons did not perform as intended at this time, as the alarm was unable to be silenced, consistent with the reported event. The mock loop remained running during this time. The controller was disconnected and reconnected to the mock loop. A ¿controller fault¿ with half of a yellow wrench indicator was active, and no communication with the monitor was established; however, the controller¿s buttons worked as intended during this time, and the alarm was able to be silenced. The controller was disconnected and reconnected several minutes later, which re-established communication with the monitor and temporarily cleared the alarms. Then, the controller was placed back onto the mock loop for further extended testing that lasted several days, and similar events continued to occur. A few log files were extracted from the system controller at various points of testing (upon arrival and after the two separate extended testing sessions). Data from the initial log file contained info from the controller¿s manufacturing process ((B)(6) 2022 per timestamp) as well as data from the reported event date ((B)(6) 2023 per timestamp). The fixed speed, 3000 rpm, remained set below the low speed limit, 5000 rpm, throughout the data, and the pump speed operated at 3000 rpm while the controller was connected to the driveline. A controller internal fault alarm was observed on (B)(6) 2023 at 14:01; this alarm correlated to a timebase fault flag and intermittently cleared and reactivated throughout the data. These events also indicate that the issue occurred during initial use of the system controller. The intermittent controller fault alarms, as well as intermittent ¿loss of lvad comm¿ (comm fault) alarms, continued to be observed throughout the data recorded after the extended testings, consistent with the controller¿s testing. Due to the events reproduced during the investigation, and the observations seen within the log files, the controller¿s microprocessor was suspected to be faulty. The controller¿s main printed circuit board (pcb) was sent to a third party (gets) for further evaluation of the microprocessor; however, no issues with the component were found. The controller¿s main pcb was then returned to abbott. A new microprocessor was attached to the main pcb, as the original component had been scrapped due to the third party evaluation. The main pcb was tested further for multiple extended periods of time; temperature changes to the pcb were also applied throughout testing. Atypical events were unable to be further reproduced throughout these additional extended testing sessions; however, several log files were extracted throughout these extended testing sessions (on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023) where the reported issue was observed to have occurred intermittently for a few minutes at a time, with the last alarm being observed on (B)(6) 2023 at 15:20. These events occurring intermittently throughout all log file data indicate that the controller¿s microprocessor may have been continuously resetting due to an issue on the main pcb. Due to the issue occurring intermittently/resolving, further isolation of the issue was not possible, and the root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault conditions. ¿a serious internal malfunction has occurred in the system controller that requires clinician diagnosis and resolution. The pump is still operating if the ¿call hospital contact controller fault¿ message is displayed. Call your hospital contact as soon as possible for diagnosis and instructions.¿ the heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm with the system controller becoming "frozen" with non-functioning buttons was confirmed. The returned system controller (serial number (B)(6)) was functionally tested. The controller initially performed as intended; however, after the controller had been operating a mock loop for an extended period, a ¿comm fault¿ alarm became active with a yellow wrench indicator, and the system controller was no longer communicating with the system monitor. The controller¿s buttons did not perform as intended at this time, as the alarm was unable to be silenced, consistent with the reported event. The mock loop remained running during this time. The controller was disconnected and reconnected to the mock loop. A ¿controller fault¿ with half of a yellow wrench indicator was active, and no communication with the monitor was established; however, the controller¿s buttons worked as intended during this time, and the alarm was able to be silenced. The controller was disconnected and reconnected several minutes later, which re-established communication with the monitor and temporarily cleared the alarms. Then, the controller was placed back onto the mock loop for further extended testing that lasted several days, and similar events continued to occur. A few log files were extracted from the system controller at various points of testing (upon arrival and after the two separate extended testing sessions). Data from the initial log file contained info from the controller¿s manufacturing process (28sep2022 per timestamp) as well as data from the reported event date (19jan2023 per timestamp). The fixed speed, 3000 rpm, remained set below the low speed limit, 5000 rpm, throughout the data, and the pump speed operated at 3000 rpm while the controller was connected to the driveline. A controller internal fault alarm was observed on 19jan2023 at 14:01; this alarm correlated to a timebase fault flag and intermittently cleared and reactivated throughout the data. These events also indicate that the issue occurred during initial use of the system controller. The intermittent controller fault alarms, as well as intermittent ¿loss of lvad comm¿ (comm fault) alarms, continued to be observed throughout the data recorded after the extended testings, consistent with the controller¿s testing. These events occurring intermittently indicate that the controller¿s microprocessor may have been continuously resetting due to an issue within the component. Due to the events reproduced during the investigation, and the timebase faults seen within the log files, the controller¿s microprocessor was suspected to be cause of the events. Similar events were previously identified and a manufacturing analysis task was initiated to investigate issues related to the microprocessor chips on the main printed circuit boards manufactured by the third party supplier plexus. The investigation resulted in an external corrective action report (ecar) being opened for the supplier to investigate further on their end. The root cause of the controller fault alarm was suspected to be an issue within the controller¿s microprocessor; however, the root cause of the issue could not be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault conditions. ¿a serious internal malfunction has occurred in the system controller that requires clinician diagnosis and resolution. The pump is still operating if the ¿call hospital contact controller fault¿ message is displayed. Call your hospital contact as soon as possible for diagnosis and instructions.¿ the heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.